Manufacturer narrative:
Other relevant device(s) are: product ID: controller 9735824 em s8 svc, lot/serial: none. A medtronic representative went to the site to perform a system checkout. The side control panel was replaced and the system passed checkout. Fdm 10, fdr 114, fdc 4307 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was usedduring a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was displaying "localizer faulted" message when the system has been on for a period of time. A reboot usually resolves the issue. There was a reported delay of less than one hour. There is no known impact on patient outcome.

Manufacturer narrative:
Correction: lot/serial # of the concomitant product: (B)(4). If information is provided in the future, a supplemental report will be issued.